Event description:
It was reported that the patient had a syncopal episode. Patient complained of loss of consciousness which lead to a motor vehicle accident. The cause of the syncope is unknown. The device remains in use. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient had a syncopal episode. Patient complained of loss of consciousness which lead to a motor vehicle accident. The cause of the syncope is unknown. The device remained in use. The device was later explanted due to reaching elective replacement indicator and returned. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device had normal battery depletion and met expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.